Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to pain. It was further reported that patient underwent a second revision procedure on (B)(6) 2014 due to brittle bones and an improperly healing hip fracture. During the revision procedure, the surgeon found that the nail had fractured in the patient. The surgeon was able to completely remove the pieces of the nail. Additionally, all components were removed and replaced. There was no delay in the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.